Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor on the 8th day of wear, and therefore could not obtain sensor reading. The customer reported experiencing tremors, sweating, and loss of consciousness. The customer was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. D4 expiration date, h2 if follow-up what type?, h3 device evaluated by manufacturer?, h4 device manufacture date, h6, and h10 were incorrectly documented on the initial MDR report. These sections have been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre sensor on the 8th day of wear, and therefore could not obtain sensor reading. The customer reported experiencing tremors, sweating, and loss of consciousness. The customer was treated with oral glucose by a third-party. There was no report of death or permanent injury associated with this event.